Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. Patient returned to surgeon with complaints of back pain. It was noted that two screws were broken. A revision was done to remove the broken screws. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of radiographic images show ap and lateral views of construct from l3 to l4 to l5 with multiaxial screws and peek rods. Original position of rods and screws appears satisfactory. Both screws are broken at l5. No interbody construct support appears to have been provided.